Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia after a supply change with a steel infusion set, followed by inconsistent glucose readings between the ilet display and fingerstick, including an ¿urgent low¿ alert while capillary glucose was in the normal range. Symptoms included hyperglycemia and reported low glucose alarm with discordant sensor readings. Outcomes included user education, monitoring, and transfer to the sensor manufacturer for support, without medical intervention or hospitalization. Investigation included troubleshooting of infusion site and sensor start-up, review of alert behavior, and consultation with the sensor manufacturer indicating sensor acclimation could take up to 24 hours. Investigation of this case revealed no abnormal findings at the infusion site and suggested sensor start-up variability as a likely contributor to discordant readings, with poor absorption at the infusion site considered for the earlier hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.